Manufacturer narrative:
On 10/02/2019, mentor received additional information about the event. It was discovered that there was silicone tracking to the patient¿s right axillary node. This silicone is believed to have come from the patient¿s rupture right breast prosthesis. Patient code 1876 ¿granuloma¿ has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/22/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient was in a car accident and ever since she has been having bilateral problems with her breast implants due to a chest injury. During visual evaluation, parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. In addition, a tear was noted in the posterior view, measuring approximately 15.8 cm. Microscopic examination was performed, and no indications of instrument damage was found. No other anomalies were discovered. It is possible that the root cause of the rupture was the car accident in which the patient was involved. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/13/2019, mentor received additional information about the event. The explantation date is (B)(6) 2019. On 07/01/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/31/2019, mentor completed a second investigation on the suspect medical device. This investigation factors in the patient¿s right breast granuloma that was reported to mentor on 10/02/2019. Device evaluation summary: according to the received information, the patient was in a car accident and ever since she has been having bilateral problems with her breast implants. Patient was discovered to have probable rupture of right breast implant with a mammogram. Additionally, she was diagnosed with silicone tracking to right axillary lymph node. During visual evaluation of the device, parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device and a tear was noted in the posterior view, measuring approximately 15.8 cm. Microscopic examination was performed, and no indications of instrument damage was found. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It is possible that the root cause of the rupture was the car accident in which the patient was involved. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 450cc gel breast prosthesis (right device) and a mentor memorygel breast implant 350cc gel breast prosthesis (left device) was in a car accident in (B)(6) 2016 and has been experiencing bilateral problems with her breast prostheses since then. A mammogram performed on (B)(6) 2019 confirmed bilateral rupture of the breast prostheses. In addition, a node/mass was discovered on the right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.